Event description:
The customer reported that the system stopped functioning as intended during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated and repositioned the high voltage cable and connections. The system was tested and found to be working as intended and put back in service.